Manufacturer narrative:
This event was a confirmed overfill, not attributed device malfunction. Submitting the investigation details as additional information. The reported issue was confirmed. The root cause of the reported issue is an overfilled reservoir. Patient temperature (pt) was 30.1c, targeted temperature (tt) was 37c, water temperature (wt) was 26.3c, flow rate (fr) was 3.4lpm, normothermia controlled at 0.25c/hour. Guided to event log and confirmed there were several alert 113 (reduced water temperature control). Drained 500ml from right side drainage port, tested water to 40c in manual control. Disabled manual control and resumed patient therapy. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use under baw2800300 rev 2 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Per the IFU: "fill reservoir approximately four liters of sterile water will be required to fill the reservoir at initial installation. Fill the reservoir with sterile water only. When filling the control module during initial installation or when completely empty, add one vial of arctic sun¿ temperature management system arctic sun cleaning solution to the sterile water. It is recommended to add the vial when filling with the second liter of sterile water. 1) from the patient therapy selection screen, select the button next to either normothermia or hypothermia under the new patient heading. Select any pad type to continue. 2) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 3) the fill reservoir screen will appear. Follow the directions on the screen. 4) the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. 5) when the fill reservoir process is complete, the screen will close. 6) to stop the process early, press the stop button. Note: if the filling cycle is stopped prior to completion, the reservoir will not be full and may requiring filling after fewer patient therapies have been performed. 7) press the cancel button to close the screen." And "replenish internal solution contact customer service to order internal arctic sun cleaning solution. To replenish the internal arctic sun cleaning solution: 1) drain the reservoir. Turn control module power off. Attach the drain line to the two drain ports on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. 2) refill the reservoir. Connect the fill tube. From the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen. Add one vial of arctic sun¿ temperature management system cleaning solution to the second liter of sterile water. The filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. When the fill reservoir process is complete, the screen will close. Note: the reservoir level sensor requires a conductive fluid to operate properly. Filling the reservoir without using the arctic sun cleaning solution may result in overfilling the reservoir." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse states they started therapy approximately five hours ago. The patient temperature was below targeted temperature and the water is not warm like they would expect it to be. Patient temperature (pt) was 30.1c, targeted temperature (tt) was 37c, water temperature (wt) was 26.3c, flow rate (fr) was 3.4lpm, normothermia controlled at 0.25c/hour. Guided to event log and confirmed there were several alert 113 (reduced water temperature control). Drained 500ml from right side drainage port, tested water to 40c in manual control. Disabled manual control and resumed patient therapy.

Event description:
It was reported that nurse states they started therapy approximately five hours ago. The patient temperature was below targeted temperature and the water is not warm like they would expect it to be. Patient temperature (pt) was 30.1c, targeted temperature (tt) was 37c, water temperature (wt) was 26.3c, flow rate (fr) was 3.4lpm, normothermia controlled at 0.25c/hour. Guided to event log and confirmed there were several alert 113 (reduced water temperature control). Drained 500ml from right side drainage port, tested water to 40c in manual control. Disabled manual control and resumed patient therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from a follow up, but it does not impact the investigation findings previously submitted. The reported issue was confirmed. The root cause of the reported issue is an overfilled reservoir. Patient temperature (pt) was 30.1c, targeted temperature (tt) was 37c, water temperature (wt) was 26.3c, flow rate (fr) was 3.4lpm, normothermia controlled at 0.25c/hour. Guided to event log and confirmed there were several alert 113 (reduced water temperature control). Drained 500ml from right side drainage port, tested water to 40c in manual control. Disabled manual control and resumed patient therapy. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Per the IFU: "fill reservoir approximately four liters of sterile water will be required to fill the reservoir at initial installation. Fill the reservoir with sterile water only. When filling the control module during initial installation or when completely empty, add one vial of arctic sun¿ temperature management system arctic sun cleaning solution to the sterile water. It is recommended to add the vial when filling with the second liter of sterile water. 1) from the patient therapy selection screen, select the button next to either normothermia or hypothermia under the new patient heading. Select any pad type to continue. 2) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 3) the fill reservoir screen will appear. Follow the directions on the screen. 4) the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. 5) when the fill reservoir process is complete, the screen will close. 6) to stop the process early, press the stop button. Note: if the filling cycle is stopped prior to completion, the reservoir will not be full and may requiring filling after fewer patient therapies have been performed. 7) press the cancel button to close the screen." And "replenish internal solution contact customer service to order internal arctic sun cleaning solution. To replenish the internal arctic sun cleaning solution: 1) drain the reservoir. ¿ turn control module power off. ¿ attach the drain line to the two drain ports on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. 2) refill the reservoir. ¿ connect the fill tube. ¿ from the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. ¿ the fill reservoir screen will appear. Follow the directions on the screen. ¿ add one vial of arctic sun¿ temperature management system cleaning solution to the second liter of sterile water. ¿ the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. ¿ when the fill reservoir process is complete, the screen will close. Note: the reservoir level sensor requires a conductive fluid to operate properly. Filling the reservoir without using the arctic sun cleaning solution may result in overfilling the reservoir." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse states they started therapy approximately five hours ago. The patient temperature was below targeted temperature and the water is not warm like they would expect it to be. Patient temperature (pt) was 30.1c, targeted temperature (tt) was 37c, water temperature (wt) was 26.3c, flow rate (fr) was 3.4lpm, normothermia controlled at 0.25c/hour. Guided to event log and confirmed there were several alerts 113 (reduced water temperature control). Drained 500ml from right side drainage port, tested water to 40c in manual control. Disabled manual control and resumed patient therapy. Per follow up information received via task on 08nov2024, spoke with rn who confirmed device was just overfilled, causing the heating issue. Once water drained, therapy continued with no further issue. Device remains in service.